Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient reported another injury to their vertebrae. Patient reported they broke vertebrae and was instructed to wear a thoracic brace. Patient stated the morning of the report, they had the brace on and they had pain in the shoulder area. Patient reported they broke l3 l5. Patient stated this happened and they were unaware and they were treated for clavicle and they kept telling them they had pain on their ribs on spine. Patient stated they were sent away and finally got an appointment with a family doctor. The patient stated the morning of the report they bent down to do something and the device buttocks started hurting. Patient reported this was their 3rd device they had. No further complications were reported or anticipated.

Manufacturer narrative:
Additional information received indicates the event is reportable. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked to clarify the report of another vertebrae injury/2 broken vertebrae, the patient said they fell off a chaise lounge on (B)(6) 2018 and fractured their clavicle. Eventually, the patient was diagnosed with compression fracture of t6. "Wearing a brace initial x-ray was for t3 and t5 injury?" When asked to clarify the pain in the device buttocks after bending over, the patient said they were standing and bending just to pick up an article on the chair in front of them. The patient said they felt kind of like a hard buzzing feeling from the implantable neurostimulator (ins). Eventually, the patient said the device stopped working and is scheduled for replacement on (B)(6) 2018. When asked if the cause of the pain in the buttocks after bending over was determined, the patient said they were wearing a brace and called in to see if that had an affect. The patient said they received a negative response from the manufacturing company and the urologist office. The actions/interventions taken to resolve the pain in the buttocks after bending over were they took acetaminophen for pain relief. No further patient complications have been reported as a result of this event.